Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there is a hole in sterile packaging. Stem was not used. No patient involvement. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated. And the reported event was confirmed. Visual evaluation of the returned product, identified damage to all sterile pouches. Two of the pouches (lot 7017043 and 7016992, qty 1) have holes along the creases in the pouch. The sterility, or breach there of cannot be determined, as the packaging blisters were not returned for evaluation. Device history record (DHR) was reviewed. And no discrepancies were found. The condition of the device, when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action has been initiated to address the issue. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.